Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred and pump battery rapidly depleted. Customer had to charge pump almost daily. Customer declined to provide further information and declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.